Event description:
It was reported that immediately after implant, the patient received inappropriate therapy due to oversensing p-waves. Lead dislodgement was confirmed via x-ray and the lead was successfully repositioned. There were no complications reported for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.